Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure of mitraclip, gripper orientation was performed and was successful. One gripper became stuck in the lowered position beneath the valve during grasping attempts of leaflets. The gripper was unable to raise and lower. There was no chordal interaction with the clip. The clip was inverted and retracted back to atrium and was removed from anatomy successfully. Another ntw clip was used to complete the procedure successfully. The mr was decreased to grade 1-2 post procedure. The grippers were cycled at back table post procedure and the issue persisted. There were no adverse patient effects or clinically significant delay.

Manufacturer narrative:
The device returned for analysis. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Returned device analysis did not confirm the reported single gripper actuation issue (difficult to open or close). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. Based on information provided and the results of the returned device analysis (unable to confirm the reported issue), a cause for the reported difficult to open or close associated with a single gripper actuation issue could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.